Event description:
Hosp implemented use of the abbott pump 4 month ago. 200-230 have been in use. In-service provided and tech support. Multiple issues have been identified: 55 documented problems. 7 significant pt related events. All pts stabilized. Summary of types of issues: cassette failures.